Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st related complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situation analysis (sa) is required at this time. H3 other text : see h10.

Event description:
It was reported that the bd micro-fine¿+ pen needle was blocked during the dracumason insulin injection. The following information was provided by the initial reporter, translated from chinese: "the patient needs to inject with dracumason double insulin due to diabetes, and came to buy pen needle products. When the patient went home for injection, he found that the needle was blocked and could not be injected. The needle bent when he exerted force. After changing two pen needles, the injection is not completed until the third needle... The patient found that the new needle was blocked during the injection process, and the hospital did not leave the product with the blocked needle, so it could not be sent back.".

Event description:
It was reported that the bd micro-fine¿+ pen needle was blocked during the dracumason insulin injection. The following information was provided by the initial reporter, translated from chinese: "the patient needs to inject with dracumason double insulin due to diabetes, and came to buy pen needle products. When the patient went home for injection, he found that the needle was blocked and could not be injected. The needle bent when he exerted force. After changing two pen needles, the injection is not completed until the third needle... The patient found that the new needle was blocked during the injection process, and the hospital did not leave the product with the blocked needle, so it could not be sent back."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.